Event description:
On 6/24/87 at age 39, rptr had a second surgery to replace one collapsed silicone implant. On 2/13/91 at age 43, she had a third surgery to replace the second collapsed silicone implant. The doctor removed both implants and replaced them. She has been hospitalized due to low immune system. She has been diagnosed with fibomyalgia.